Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer checked the analyzer and found a sample probe's spring to be broken. The springs were replaced on both sample probes. The cell rinse unit was checked and no abnormalities were found. The customer performed precision testing. The investigation is ongoing.

Event description:
The initial reporter received questionable ca2 calcium gen.2 results for 5 patients tested on a cobas 8000 c 702 module. It was requested if the initial results were reported outside the laboratory, but the information was not provided. The customer noticed the initial calcium results were "falsely lower than expected" and performed repeat testing. The customer used the same cobas 8000 c 702 module as well as a different cobas 8000 c 702 module for repeat testing. On (B)(6) 2021, sample ID (B)(6) had an initial calcium result of 2.05 mmol/l. The patient's repeat results were 2.48 mmol/l and 2.45 mmol/l. The c 702 modules used for repeat testing were requested but not provided. On (B)(6) 2021, sample ID (B)(6) had an initial calcium result of 1.84 mmol/l. The patient's repeat result on a different c 702 module was 2.21 mmol/l, and the patient's repeat result on the same c 702 module was 2.28 mmol/l. On (B)(6) 2021, sample ID (B)(6) had an initial calcium result of 1.85 mmol/l. The patient's repeat results on the same c 702 module were 2.30 mmol/l and 2.31 mmol/l. On (B)(6) 2021, sample ID (B)(6) had an initial calcium result of 1.91 mmol/l. The patient's repeat result on a different c 702 module was 2.4 mmol/l, and the patient's repeat result on the same c 702 module was 2.39 mmol/l. On (B)(6) 2021, sample ID (B)(6) had an initial calcium result of 1.91 mmol/l. The patient's repeat result on a different c 702 module was 2.45 mmol/l, and the patient's repeat result on the same c 702 module was 2.46 mmol/l. The calcium reagent lot number and expiration date were requested but not provided.